Event description:
Reporter indicated that the patient's seizures increased after being implanted with the vns system. The device was subsequently turned off.

Event description:
Further follow-up revealed that the pt's seizures seemed to decrease after programming the device to off. It was reported that the pt began to lose consciousness with seizures prior to programming the device to off. Physician reportedly tried to resolve the increase in seizures by adjusting device settings prior to programming the device to off.